Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 500 mg/dl with a stomachache associated with a cracked cartridge compartment. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a cracked cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: a review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(6) 2016. A review of the black box indicated a ¿no cartridge detected¿ warning occurred at 16:50 on (B)(6) 2016 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the cartridge compartment was damaged at the threads. The returned cartridge cap was intact and secured properly to the pump. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The force sensor calibration was found to be within required specifications. No defects were found to the force sensor circuit. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).